Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Threads on the handle have a burr on it preventing the distal sounds from threading on correctly.

Manufacturer narrative:
Reported event: an event regarding thread damage involving an omnifit depth gauge handle was reported. The event was confirmed. Method and results: device evaluation and results: the material analysis group concluded based on a visual inspection with the use of a microscope, concluded that the threads were damaged due to overload. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that thread damage was caused by overload of the device. Product surveillance will continue to monitor for trends.

Event description:
Threads on the handle have a burr on it preventing the distal sounds from threading on correctly.